Event description:
Scrub nurse in or states she and the surgeon were having difficulties with the device. Surgeon pressed on foot pedal. Scrub nurse felt burning sensation along with numbness in little finger and ring finger and down left arm. The glove was not saved so it is unknown whether there was a hole in the glove. The employee has been off work since 1/16/95. It is not known what the damage may be. Biomed dept tested unit with analyzer and safety analyzer. No problems detected. Returned unit to service.